Event description:
Information received indicates the bed exit controls will not work or arm due to fluid on the bed exit circuit board.

Manufacturer narrative:
The technician replaced the bed circuit board to repair the bed.